Event description:
The pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for gen distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
Per additional information received, the expiration date has been updated.

Event description:
Per additional information received, the patient has experienced vaginal vault prolapse, stress urinary incontinence, dyspareunia and vaginal mesh exposure requiring excision surgery.

Manufacturer narrative:
Reference # (B)(4).

Event description:
Per additional information received, the patient has experienced recurrent cystocele, vaginitis and enterocele. Associated mdrs 10 18233-2012-00867, 1018233-2012-00878, 1018233-2012-00656, 1018233-2012-00697.

Event description:
Per additional in formation received, the patient has experienced exposure of urogynecology graft material she underwent a diagnostic cystourethroscopy, and revision/removal of urogynecology graft material, presence of a 2cm x 2cm region of exposed biofilm coated polypropylene mesh in the midline anterior vaginal wall and a loop of gortex suture in the right vaginal apex, vaginal discharge, infection, coronary bypass surgery on (B)(6) 2010, coronary artery stent placed (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 and bypass graft of left carotid artery, trans positioning of left subclavian artery.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced exposure of urogynecology graft material, diagnostic cystourethroscopy, revision and removal of urogynecology graft material, granuloma, required a surgical intervention and an in-office mesh removal. The patient alleged she experienced bleeding, infection, discomfort, pain, mesh exposure, dyspareunia, discharge, mesh protrusion into the vagina, loss of consortium, bladder infections, and recurrent vaginal pain.